Manufacturer narrative:
Additional information was received. There were loose fibers coming from the valve skirt which we were able to pull away. The consultant did not want us to use the valve because of this. The investigation is ongoing

Manufacturer narrative:
Additional information was received. Section b3, d1, d4, and h4 were updated.

Manufacturer narrative:
No imagery was returned. The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed one (1) strut was slightly bent on the outflow side, which was considered to be likely due to the incomplete valve crimping during the prep. There were some fibers slightly raised on the skirt. There was one (1) noticeable strand of velour loop on the pvl skirt, attached on both ends, which was acceptable per specification. No noticeable loose fibers on the skirt were found. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The IFU and device preparation training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device preparation training manual, thv rinsing: verify final thv size and correct time to unpack thv with operating physician. Examine thv box and jar. Remove thv and holder without touching tissue using hemostats or forceps. Check for frame or tissue damage. Do not use if damaged. Caution: if container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv/holder assembly in first bowl of > 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Caution: thv should not come in contact with identification tag, bottom or sides of rinse bowls. Caution: no other objects should be placed in rinse bowls. Caution: thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of > 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde. Leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. Note: the appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was not confirmed based on the observations of the returned device. A review of the DHR and lot history did not reveal any indications that a manufacturing nonconformance was the source of the complaint events. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, numerous loose fibers coming from the skirt were detected during crimping. Per visual inspection of the returned device, no loose fibers were found. A fiber attached at each end was slightly noticeable from the appearance of the returned valve. However, the fibers on skirt were part of the velour loop on the pvl skirt and met specification. A definitive root cause was unable to be determined at this time. The complaint for device preparation particulate noticed was not confirmed. However, no manufacturing nonconformances were identified during evaluation. A definitive root cause was unable to be determined. No labeling or IFU/training deficiencies were identified; therefore, no corrective or preventative action, nor risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During preparation of a 23mm valve, numerous loose fibers were observed coming from the valve skirt during crimping. The valve was not implanted and did not come into contact with the patient.